Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was not turning on and the station was offline. When the user attempted to log in, the screen returned to the login screen. The user tried rebooting the machine, but it then would not turn on completely and became stuck on a loading screen. Login screen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the station was offline and stuck in an update reboot loop. A field service engineer performed a reimage and database transfer. All procedures were completed successfully without issue. The customer verified station functionality, and all systems functioned as expected. The system functioned as intended after the field service engineer repaired the device.